Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) reached elective replacement indicator (eri) and was scheduled for a replacement procedure. During previous follow-up interrogations, the monitoring voltage was 2.96v with a 13.3 second charge time. During the testing prior to the replacement procedure, the ICD showed that it was in middle of life 2 (mol2) battery status with 2.93v and a 14.1 second charge time. After two manual capacitor reforms, the charge time was 14.8 seconds. Boston scientific technical services (ts) requested that a save to disk is performed, and that the device is returned for analysis after it is explanted and replaced, due to the premature battery depletion and discrepancies seen with the battery status indicators. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical buildup of internal battery impedance.